Manufacturer narrative:
Please note that the gender of the patient is unknown. Implant date is unknown. (B)(6). Please note that the catalog code provided (466fxxxx) represents an unknown optease filter. The actual lot and catalog # are unknown at this time. The device remains implanted in the patient; therefore it is not available to be returned for analysis. A device history record (DHR) could not be conducted as a lot number was not provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during a procedure to "correct" a optease filter, it was then reported that the optease filter could not be collected because the hook was into the vessel wall. The patient's information was unknown. The target vessel was the inferior vena cava. The lesion was heavily calcified and moderately tortuous. The rate of stenosis was unknown. An approach was made from the right femoral artery for "correcting" an optease filter with brite tip sheath. The sheath was attempted to tap and insert, but it was not insert easily and there was resistance felt. Therefore the sheath was removed from the patient and it was confirmed that the distal tip of the dilator was frayed. Therefore, the physician stopped using the sheath, and used another one. The filter could not be collected because hook of the filter into a blood vessel wall and it could not be collect the filter. It was reported that the procedure was finished successfully. There was no reported patient injury. The product was clinically used. And it will not be returned for analysis.

Manufacturer narrative:
Additional information: lot # for optease is unknown. The intended procedure was to collect the optease filter, not correct. The indication of implantation of the optease filter is unknown as well as when the filter was implanted. It is unknown if there were any issues when the filter was implanted, or if the filter was deployed evenly and fully apposed to the vessel wall. There were no damages or anomalies noted to the sheath or packaging prior to use. The sheath and components were stored, handled and prepped according to the instructions for use. The access site was moderately tortuous and heavily calcified. However, it is unknown if the access site was stenosed. It was reported that there was some difficulty gaining access with the needle and guidewire. It is unknown if excessive force was used when attempting to insert into the sheath. Complaint conclusion: as reported, during a procedure to retrieve an optease filter which was implanted for an unknown reason, a brite tip sheath was used and could not be inserted. Upon removal of the sheath, the tip of the dilator was noted to be frayed. Additionally, the filter could not be retrieved as the hook was ¿into the vessel wall¿. There was no reported patient injury. The access site was moderately tortuous and heavily calcified (stenosis unknown). The target vessel was the inferior vena cava. The lesion was heavily calcified and moderately tortuous. The rate of stenosis was unknown. An approach was made from the right femoral artery for "collecting" the optease filter with a brite tip sheath. It was reported that there was some difficulty gaining access with the needle and guidewire. The sheath was attempted to tap and insert, but it was not inserted easily and there was resistance felt. Therefore the sheath was removed from the patient and it was confirmed that the distal tip of the dilator was frayed. It is unknown if excessive force was used when attempting to insert into the sheath. The physician stopped using the sheath, and exchanged for another sheath. Next, upon attempting to retrieve the optease filter, the filter could not be ¿collected¿ as the hook was ¿into the vessel wall¿. The procedure was completed and there was no patient injury reported. The lot number for the optease was unknown. It is unknown if there were any issues when the filter was implanted, or if the filter was deployed evenly and fully apposed to the vessel wall. There were no damages or anomalies noted to the sheath or packaging prior to use. The sheath and its components were stored, handled and prepped according to the instructions for use. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The reported vessel dilator frayed/split/torn, csi insertion difficulty, filter tilt and filter retrieval difficulty (unable to retrieve from vessel wall) could not be confirmed and the exact cause could not be determined as the devices were not returned for analysis. Based on the information available for review, vessel characteristics (moderately tortuous and heavily calcified) may have contributed to the difficulty inserting the sheath into the vasculature and ultimately damage to the dilator tip. The instructions for use note, ¿if increased resistance is felt upon insertion of the csi, investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, discontinue the procedure and withdraw the csi.¿ do to the limited information regarding implantation of the optease filter, clinical factors that may have contributed to the tilt and withdrawal difficulty could not be determined. The retrieval difficulty is often experienced due to the length of time the filter was deployed in the patient. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Filter tilting is a known potential complication of this type of procedure and occurs in approximately (B)(4) of all cases. Based on the available information, there is no indication that these events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken at this time.